Manufacturer narrative:
The reported incident that telescopic strut short hoffmann lrf length: 119-161mm (yellow) was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The fracture was initiated by the corrosion attack and it was finalized by overloading of the device. The device analysis show a fracture consistent with fatigue fracture. This means that the strut was subjected to high loads. Note, as stated in the IFU (v15034): the surgeon must warn patients of surgical risks, and make them aware of possible adverse effects. The patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma.'' [Original statement(s)]. In addition, the fracture was initiated by corrosion cracks. This was found during visual inspection and it was confirmed during the analysis of the corrosion products, which pointed to the presence of chlorides in the surface. This could only happen if the cleaning agent used for the strut contained chlorides compounds. Note, as stated in the cleaning and sterilization guide (l24002000): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used. Cleaning agents and disinfectants used during validation of the processing instructions. In all cases: follow the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant, select only detergents intended for cleaning and/or disinfection of medical devices made of metals and plastics, and select only disinfectants with approved efficiency (vah/dghm or FDA approval or ce mark). Ensure that the substances listed below are not ingredients of the cleaning or disinfection detergent chosen: organic, mineral, and oxidizing acids (minimum admitted ph-value 5.5); strong lye (maximum admitted phvalue 10.9*); organic solvents (for example: acetone, ether, alcohol, benzine); oxidizing agents (for example: peroxides, hypochloride); halogens (chlorine, iodine, bromine); aromated, halogenated hydrocarbons.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The posterior strut broke, and the anterior arch became unglued. Strut and ring broke post op while at rehab center. Lrf was removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The posterior strut broke, and the anterior arch became unglued. Strut and ring broke post op while at rehab center. Lrf was removed.